Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) evaluation: device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a electrode belt malfunction. Monitor sn (B)(4) evaluation: device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was appropriately treated by the lifevest while the patient was in vf at 17:35:17 on (B)(6) 2016 while lying in bed unconscious. The post shock rhythm was a sinus rhythm at 75 bpm. After the treatment, the patient was taken to the hospital. At 19:02:34 an vt arrhythmia was detected by the lifevest. A non-lifevest defibrillation was delivered to the patient during vt and the response buttons were pressed following the defibrillation, which prevented the lifevest from delivering a treatment. At 19:04:31 the device detected vf. The response buttons were pressed preventing a treatment from being delivered. At 19:11:23 the patient went into bradycardia which degraded into asystole. The device was shut down at 19:12:29. The device properly detected asystole. However, asystole is considered to be a non-shockable rhythm.